Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Serial number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd- a pre-filled cadd cassette reservoir had a small bump on the top and pump alarmed no disposable. No lot number available. No further details provided. There was no patient injury reported.